Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported errors via the error log. The fse was able to reproduce the error 2017 by running a shut down. During troubleshooting, the fse found that the substrate tube connector to the three-way valve had a leak. The fse tightened the connector to the valve and the leak had stopped. The fse reran the shut down and the error did not return. The fse validated the instrument by performing quality control (qc). The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-360 training manual under troubleshooting states the following: problem: substrate purge failure. Cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event is failure of fluidic valve. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2017, substrate purge failure. The customer indicated that the error in the evening and again the following morning. There were no air bubbles seen in the substrate line. The field service engineer (fse) had removed a partial clog in the substrate line in june. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.